Manufacturer narrative:
Patient information provided to date after calls to customer 07/16/2021, 07/19/2021, and 07/20/2021. The customer biomedical engineer contacted ge healthcare technical support who recommended that the customer replace the bag to vent microswitch and all mounted hardware and the switch rocker arm. Also recommended that the customer run the unit for two days in simulation to ensure the anesthesia control board (acb) com fail and mixer errors were due to biomed testing as is thought based on the time of occurrence.

Event description:
The hospital reported when switching the device between manual and mechanical ventilation, the device intermittently would not switch ventilation mode. There was no report of patient injury.